Event description:
A trilogy evo, USA ventilator was returned due to the loaner end of contract. There was no harm or injury reported. The device was not reported to be in patient use. During the evaluation of the trilogy evo, USA device at the third-party service center, the technician documented "the device arrived with functional failure due the display does not turn on". There is no documentation on what components would be needed to address the issues. No repair was performed. The device was processed as scrap.